Manufacturer narrative:
Date of event: exact date unknown, event date was appointment date.

Event description:
It was reported that the patient's ipg was not holding a charge. Inadequate stimulation in the legs was also reported. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.